Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g3: (correction is being made to previously submitted g3: date received by manufacturer, which was not late. The correct date was 04/18/2024). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation, the cause for the foreign material in the suction tube could not be determined. It was confirmed, that the section of the device where the foreign material remained showed no deformation. The instruction manual states, the detection method associated with the event in gif/cf/pcf-290 series, operation manual, chapter 3: ¿preparation and inspection''. And preventative measures in 'gif/cf/pcf-290 series, reprocessing manual, chapter 5: ¿reprocessing of the endoscope (and related reprocessing accessories)¿. The legal manufacturer reviewed: the customer provided cleaning, disinfection and sterilization (cds) processes. And it is confirmed, that there was no deviation from the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material in the suction tube. There were no reports of patient involvement.